Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed and revealed that the root cause of the no ECG (electrocardiogram) signal was a solder bridge on the integrated circuit u2.

Event description:
It was reported that the implantable cardiac monitor is not showing any data from the patient activation episodes. Records indicate that the device was explanted. No patient complications were reported as a result of this event.

Event description:
It was reported that the implantable cardiac monitor is not showing any data from the patient activation episodes. Records indicate that the device was explanted. No patient complications were reported as a result of this event.